Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) at l4/5, l5/s1 due to stenosis. Three months post-op, the implanted screw was broken. As a result of this event patient underwent revision surgery. The patient went to another hospital for removal of the screw, where screw was replaced with another manufacturer screw.